Manufacturer narrative:
(B)(4). The customer has refused to return the device. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that one failure of an unlocked cover was noted during the manufacturing of this device.

Event description:
The facility representative reported an ipump with a condition of "inaccurate pump, a pump which displayed more then was actually delivered". The pump displayed that it delivered 97.2 ml when only a 50 ml of medication was place in the pump. The actual amount report to be delivered to the patient was correct. The facility representative believes the condition was related to user error. The history was not cleared at the end of every therapy session. This condition occurred while the patient was connected but after patient delivery had been completed. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.